Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mitral valve annuloplasty ring, implanted to repair severe mitral regurgitation, saline testing post implant revealed no residual regurgitation. The patient was removed from cardiopulmonary bypass (cpb). At that time, intraoperative transesophageal echocardiogram (tee) demonstrated 2+ mitral valve regurgitation. The patient was placed back on cpb, the annuloplasty ring was explanted, and a bioprosthetic valve was implanted. No additional adverse patient effects were reported.